Event description:
The reporter stated that during a lapidus procedure for hallux valgus correction, the surgeon was inserting the screw into the bone when he noticed pieces of the distal end of the screw breaking off. The surgeon removed the screw with a screwdriver and proceeded to drill the hole again using a hand drill. All fragments were removed from the surgical site.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. Please see also manufacturers report number 9615741-2010-00020 for the drill bit malfunction that occurred during the same procedure.